Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tlc75 instrument locked out. The surgeon could not fire it or push the knob up (initial firing of device). Another instrument was used to complete the case. There was no consequence to the pt.